Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed the minute ventilation (mv) signal on the right atrial channel. Mv was programmed off. No adverse patient effects were reported. This device, which remains in service, was included in the recent minute ventilation sensor signal oversensing advisory population.